Manufacturer narrative:
Unit was received with normal operating currents and no unexpected low battery alarm noted during testing. Pump trace download analysis confirmed the pump alarmed power loss alarm, replace battery alert and replace battery now alarm. The power management tool indicated abnormal behavior of the lithium backup battery loaded vlith voltage as shown on the power management graph and confirmed power loss alarm, replace battery alert and replace battery now alarm) due to connector resistance. After disconnecting and reconnecting the internal battery connector on , the pump was monitored and functioned properly. Unit was received with scratched case, minor scratched lcd window and stained keypad overlay.

Event description:
The customer reported via phone call that the insulin pump was eating battery and the customer changing battery every day. The customer¿s blood glucose level was unknown. The customer was advised that the device would be replaced and agreed to return the insulin pump for analysis.